Manufacturer narrative:
Additional information was provided by the customer, the reported product is not sold within the us and bd does not sell a similar product within the us and/or it is not a registered medical device in the us. This complaint is not MDR reportable. The previous MFR report #1119779-2025-00139 should be considered cancelled.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (klebsiella pneumoniae) gave a sensitive result for the drug piperacillin / tazobactam while the kirby bauer and e-test strip result was resistant. No health impact or consequence reported. Report 1 of 8.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (klebsiella pneumoniae) gave a sensitive result for the drug piperacillin / tazobactam while the kirby bauer and e-test strip result was resistant. No health impact or consequence reported. Report 1 of 8.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.